Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (20 mg/ml at 11.992 mg/day) and clonidine (350 mcg/ml at 209.86 mcg/day) via an implantable pump for an unknown indication for use. It was reported an infection was observed at a planned pump replacement. The event date was reported to be (B)(6) 2018. It was reported that when opening the "pump bag, came out a white secret." The patient's crp (c-reactive protein) values were 4, and the patient did not mention any signs of infection. It was stated surgical intervention occurred; the pump was explanted/removed on (B)(6) 2018, and would be replaced in the future by a medtronic product. The physicians wanted to keep the catheter. Antibiotic therapy would follow. It was unknown if the issue resolved. The patient status was alive - no injury. The pump would be returned. No further complications were reported or anticipated. It was additionally stated that no problems were mentioned. When prompted for contributing factors, it was stated nothing unusual had happened. This was noted to be discrepant with the previously reported infection.

Manufacturer narrative:
Analysis of the pump identified end of service (eos) due to time progression. (B)(4). If information is provided in the future, a supplemental report will be issued.